Manufacturer narrative:
DHR - a review of the lot records identified no issues which could have caused or contributed to the alleged complaint. Failure analysis - the part has not been returned for investigation, but photographs were provided. Evaluation of the photos showed that the head of the pip proximal implant was broken off of the stem. The failure was confirmed. As the part has not yet been returned, a definitive root cause cannot be determined. In review of previous complaints, similar intraoperative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection. If the part is later returned, this complaint may be reopened and further investigation conducted. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Product was returned for evaluation: failure analysis - examination of the returned part found that only the head of the implant was returned. The stem of the implant was broken off from the head and missing. The failure was confirmed. Root cause - evaluation of the returned part confirmed that the most probable causes for the implant failure are improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the pip implant broke during surgery. The procedure was completed with a replacement product.